Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing, pauses of up to 6 seconds, inappropriate anti-tachycardia pacing (atp), and high out of range shock impedance measurements. The crt-d was explanted for normal battery depletion and the rv lead as well as the patient's right atrial (ra) lead were capped. A new system was successfully implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this right ventricular (rv) lead was confirmed to be fractured via x-ray and visual inspection at the revision procedure. The right atrial (ra) lead was also noted to be damaged. No additional adverse patient effects were reported.